Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) initial implant and at immediate post implant follow up, asystole was identified, and pacing problem was suspected. The patient was returned to the operating room to inspect the ipg header. It was also reported, that loss of pacing was again witnessed. However, device was still programmed unipolar and suspected not placed in the pocket or connected properly. The ipg remains in use, and re-connected to the lead. No further patient complications have been reported as a result of this event.